Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.